Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (b)(46) 2015, the reporter contacted animas alleging the pump delivered boluses without user intervention. It was reported the patient's blood glucose was above 40 mg/dl and below 70 mg/dl without signs or symptoms of hypoglycemia. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1 date of submission 10/28/2015-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. No abnormal pump behavior or related issues were observed in the pump¿s black box data. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. All deliveries during investigation were recorded in the pump¿s history. No keypad response issues were observed. Unrelated to the complaint, a battery compartment crack was observed.